Manufacturer narrative:
The product has not been returned for eval.

Event description:
Consumer stated, that she used a tampon and forgot to remove it. She inserted another one, and did not feel well. She stated, she had diarrhea, nausea, lightheadedness, headache.